Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020, batch # 0037918265. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest) (resuscitation), pericardial effusion with cardiac tamponade (additional device required), perforation (surgical intervention), bleeding (major hemorrhage) (intensive care, hospitalization, blood transfusion) and death. Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest), pericardial effusion with cardiac tamponade, perforation, bleeding (major hemorrhage), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure versacross was used to make transeptal puncture, versacross sheath was exchanged for the was sheath over the versacross wire. The physician paused for a minute to get laa measurements and then the physician stepped on fluoro and noted that the pigtail of the versacross wire had a strange look to it. The la looked like it was getting abnormally smoky despite heparin, and the physician took a puff of contrast, it was noted that it was hung up in the distal appendage or pericardium, so a transesophageal echocardiography (tee) was asked for a check. Cardiac anesthesia physician confirmed the effusion and implanter ordered heparin be reversed and pericardiocentesis was performed to attempt to drain the effusion. Pericardiocentesis was unsuccessful because the drain was placed posterior and effusion was anterior. During this time, the patient lost blood pressure, cardiopulmonary resuscitation (CPR) chest compressions were started, and a full code was initiated. The patient was taken to cardiothoracic (CT) surgery and the laa was clipped. There is no anticipated discharge date, the patient is in the cardiac intensive care unit (ICU). It was further reported that the patient's family chose to discontinue support on (B)(6) 2026 and the patient passed away. During the event, the physician said that the appendage was perforated with the was sheath.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure versacross was used to make transeptal puncture, versacross sheath was exchanged for the was sheath over the versacross wire. The physician paused for a minute to get laa measurements and then the physician stepped on fluoro and noted that the pigtail of the versacross wire had a strange look to it. The la looked like it was getting abnormally smoky despite heparin, and the physician took a puff of contrast, it was noted that it was hung up in the distal appendage or pericardium, so a transesophageal echocardiography (tee) was asked for a check. Cardiac anesthesia physician confirmed the effusion and implanter ordered heparin be reversed and pericardiocentesis was performed to attempt to drain the effusion. Pericardiocentesis was unsuccessful because the drain was placed posterior and effusion was anterior. During this time the patient lost blood pressure, cardiopulmonary resuscitation (CPR) chest compressions were started, and a full code was initiated. The patient was taken to cardiothoracic (CT) surgery and the laa was clipped. There is no anticipated discharge date, the patient is in the cardiac intensive care unit (ICU). It was further reported that the patient's family chose to discontinue support on 16-jan-2026 and the patient passed away. During the event, the physician said that the appendage was perforated with the was sheath.

Manufacturer narrative:
B2 outcome attrib to adv event and date of death: updated with additional information received. B5 describe event or problem: updated with additional information received. H1 type of reportable event: updated with additional information received. H6: impact code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure versacross was used to make transeptal puncture, versacross sheath was exchanged for the was sheath over the versacross wire. The physician paused for a minute to get laa measurements and then the physician stepped on fluoro and noted that the pigtail of the versacross wire had a strange look to it. The la looked like it was getting abnormally smoky despite heparin, and the physician took a puff of contrast, it was noted that it was hung up in the distal appendage or pericardium, so a transesophageal echocardiography (tee) was asked for a check. Cardiac anesthesia physician confirmed the effusion and implanter ordered heparin be reversed and pericardiocentesis was performed to attempt to drain the effusion. Pericardiocentesis was unsuccessful because the drain was placed posterior and effusion was anterior. During this time the patient lost blood pressure, cardiopulmonary resuscitation (CPR) chest compressions were started, and a full code was initiated. The patient was taken to cardiothoracic (CT) surgery and the laa was clipped. There is no anticipated discharge date, the patient is in the cardiac intensive care unit (ICU).